Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported since the wrinkles in ln 426749 were not raised and did not appear to compromise the seals. This medwatch is being voided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported since the wrinkles in ln 426749 were not raised and did not appear to compromise the seals. This medwatch is being voided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01666. 0001526350-2023-01667.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. There were wrinkles in the sealing area. There was no patient involvement. Due diligence is complete, there is no additional information available.